Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, the staple line was formed incompletely. To correct the issue, another reload and handle were used. The purple reload did not fire. They sutured manually to correct the issue and no additional operation was performed. No patient injury or extension in surgical time. The patient status is fine.

Event description:
According to the reporter: during a laparoscopic lobectomy, the staple line was formed incompletely. To correct the issue, another reload and handle were used. An additional operation will be performed to correct the issue. No patient injury or extension in surgical time.